Event description:
It was reported that during a coronary stent procedure, the physician experienced difficulty advancing the delivery system through a tortuous anatomy. The physician removed the entire system, including guiding catheter. No patient injury or complication occurred.